Manufacturer narrative:
D10 concomitant medical products: 88862410-89, 88862410-89 steel5 4x45cm hos14 rotogrip, (lot #d4h1824y) 88862410-89, 88862410-89 steel5 4x45cm hos14 rotogrip, (lot #d4h1824y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, the needle detached while preparing the suture after a patient incision. Another sternal wire was opened and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture and one needle. The needle was returned attached to the suture the suture. The suture was returned broken 3/8 of an inch from the needle attachment. The measurement was taken with a steel rule, calibrated asset 28697. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. It was reported that the needle detached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of broken suture that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.